Manufacturer narrative:
Failure analysis summary of findings: there was no reported problem for this pca. No fault found nff with this therapy board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The device reports an error when booting up and requires self-check. There was no patient involvement.